Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. The k-wire at the control body side that controls the elevator forcep was found detached from the distal end. The k-lever at the body control unit was found loose and not holding the forceps. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The root cause of the failure was due to the detached k-wire and loose k-lever attributed to physical damage of the device. The cause of the physical damage is unknown.

Event description:
It was reported that the elevator channel was not functioning. According to the reporter the issue occurred during reprocessing. There was no patient involvement on this report, no user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. A probable cause of the reported failure could be due to the screw was loosen and detached by vibration and/or stress from long use in the market. Likely the glue was peeled off by deterioration which was due to chemical used at reprocessing. It is presumed that the reported failure was due to deterioration of the device and is not due to device specifications. As stated on the IFU and as a preventive measure: inspection of the endoscope. Inspect the forceps elevator and the area which can be visually accessible in elevator recess, while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to. If any foreign materials is observed, stop using the endoscope and take necessary measures according to section 6.2 of the manual. Inspection before each patient procedure. Inspect the forceps elevator and elevator recess while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to, according to the step 4 of ¿inspection of the endoscope¿ in section 3.2, ¿inspection of the endoscope¿ in the ¿operation manual¿. If residual foreign materials such as debris and fluids is observed, do not use the endoscope, confirm if there is no deviation in cleaning and reprocessing procedure from the protocol given in the ¿reprocessing manual¿, take corrective action(s) if necessary, and perform reprocessing again according to the ¿reprocessing manual¿. If residual foreign materials such as debris is still observed after the repeated reprocessing, do not use the endoscope, and send it to olympus for repair. Olympus will continue to monitor complaints for this device.